Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about 1 hour.patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.